Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) was fully pressed, and after a fifteen second pause, the system was withdrawn but the plug came out together with the device. There was no reported patient injury. The device was used in an intracranial aneurysm procedure via retrograde femoral access. After replacing an unknown long sheath with a 6f non-cordis short sheath, the vcd was used. The user is experienced in using the exoseal and has used the device for approximately three and a half years. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug inaccurate placement" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) was fully pressed, and after a fifteen second pause, the system was withdrawn but the plug came out together with the device. There was no reported patient injury. The device was used in an intracranial aneurysm procedure via retrograde femoral access. After replacing an unknown long sheath with a 6f non-cordis short sheath, the vcd was used. The user is experienced in using the exoseal and has used the device for approximately three and a half years. A non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window position was black/white/red position. During this visual analysis, a kinked condition was observed on the delivery shaft, located approximately 7 cm apart from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result obtained were within specification. A high magnification microscopic evaluation was executed to examine the internal mechanism of the unit. During this analysis, no abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18430755 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "plug inaccurate placement¿ was not observed as the device received was fully deployed, no plug was returned for evaluation, and no anomalies noted to the internal mechanism. In addition, due to the nature of the complaint, the reported event cannot be evaluated since patient related events cannot be duplicated in the lab. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked condition was noted on the delivery shaft of the device received. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vdd) was fully pressed, and after a fifteen second pause, the system was withdrawn but the plug came out together with the device. There was no reported patient injury. The device was used in an intracranial aneurysm procedure via retrograde femoral access. After replacing an unknown long sheath with a 6f non-cordis short sheath, the vcd was used. The user is experienced in using the exoseal and has used the device for approximately three and a half years. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18430755 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug inaccurate placement¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vdd) was fully pressed, and after a fifteen second pause, the system was withdrawn but the plug came out together with the device. There was no reported patient injury. The device was used in an intracranial aneurysm procedure via retrograde femoral access. After replacing an unknown long sheath with a 6f non-cordis short sheath, the vcd was used. The user is experienced in using the exoseal and has used the device for approximately three and a half years. The device was no returned for evaluation as previously expected.

Event description:
The exoseal vcd was used in an interventional procedure via a retrograde approach. The physician was certified in its use, and the device was stored and prepared per IFU. No visible device or package damage was noted prior to use. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent near the puncture site, vessel stenosis greater than 50%, prior closure device use within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved by manual compression for more than 15 minutes. The deployment button was fully depressed and the exoseal vcd and sheath introducer were removed as a single unit 1¿2 seconds afterward. The indicator wire was not visible upon removal. The plug did not fall out of the shaft but was found partially deployed and partially within the shaft.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18430755 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.